Event description:
The manufacturer received information alleging device pressure is not blowing,screen is blurly and unreadable,device is not functioning and patient wants replacement as device is still under warranty. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.